Event description:
A surgeon reported that a cv232 iol implanted in the left eye of a patient in 2005 was observed to have a circular opacity located centrally on iol & a crack at the next day visit. The device was explanted & replaced in the following day. Corneal status at one day post op exchange reported as few strise & prognosis is good. Visual acuity reported as 20/30 os at the 12th day follow up visit. Patient to be scheduled for cataract surgery in fellow eye. No further information is available at the time of this report.